Event description:
The facility reported a colleague infusion pump with a failure code of 703:xx. This condition had the potential to interrupt delivery. The event was reported to have occurred during programming / setup. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 703:xx was not confirmed or reproduced during product evaluation. An assignable root cause could not be identified, however the user interface module printed circuit board (uim pcb) was replaced. A device history review was performed with no exceptions found during manufacturing.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4).